Event description:
It was reported that the patient presented for an implant procedure. It was reported that the stylet failed to be advanced on the right ventricular lead and the helix failed to extend. The lead was not used and replaced during procedure. The patient was stable.

Manufacturer narrative:
The reported events of failure to advance stylet and helix mechanism issue were confirmed. As received, a complete lead was returned in one piece. Visual examination of the lead found the helix was retracted and clogged with blood/tissue. X-ray examination of the lead found the inner coil in the connector region was over torqued due to procedural damage. After cutting the lead, cleaning the distal portion of the lead and applying torque directly to the inner coil, the helix was able to extend and retract. The measured full helix extension length was within specification. Unable to perform stylet insertion test due to the over torqued inner coil in the connector region. The cause of the reported events was due to the over torqued inner coil in the connector region and helix clogged with blood also caused helix mechanism issue.